Event description:
Burns/blisters [burns second degree]. Case narrative: this is spontaneous report from a contactable consumer. This male consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81953, expiration date nov2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer developed burns/blisters a couple of months ago from wraps with the lot number t81953 12/28 exp 2020-11. He had a remaining wrap from this box. The burns healed. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burns/blisters/burned and blistered in circular patterns beneath the heat cells [burns second degree] , . Case narrative:this is spontaneous report from a contactable consumer. This male consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81953, expiration date nov2020, from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. Consumer developed burns/blisters a couple of months ago from wraps with the lot number t81953 12/28 exp nov2020. He had a remaining wrap from this box. The burns healed. Consumer further stated that he only e-mailed pfizer as he saw that there were other lots recalled for the same reason. He burned and blistered in circular patterns beneath the heat cells; these sites healed without md intervention. The action taken in response to the event of the product was unknown. The outcome of the event was resolved. Follow-up (02jun2019): new information received from a contactable consumer includes event details. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "caused a burn and blisters". The cause of the consumer stating the wrap caused a burn and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunc? No. Site sample status: not received. Batch t81953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There was one wrap attribute defect recorded for the batch - a dead cell (an individual cell not dosed with brine solution; will not heat up). Corrective action included positioning brine pump a4 on the drive shaft gear. The individual cell not dosed with brine did not cause the overall wrap average temperature to be less than the lower wrap average temperature specification. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 13dec2017.

Event description:
Event verbatim [preferred term] burns/blisters/burned and blistered in circular patterns beneath the heat cells [burns second degree]. Case narrative:this is spontaneous report from a contactable consumer. This male consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81953, expiration date 30nov2020, from an unspecified date ("for years") to an unspecified date at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. Consumer developed burns/blisters a couple of months ago from wraps with the lot number t81953 12/28 exp nov2020. He had a remaining wrap from this box. The burns healed. Consumer further stated that he only e-mailed pfizer as he saw that there were other lots recalled for the same reason. He burned and blistered in circular patterns beneath the heat cells; these sites healed without md intervention. The action taken in response to the event of the product was unknown. The outcome of the event was resolved. Product quality complaints provided the following investigation results: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "caused a burn and blisters". The cause of the consumer stating the wrap caused a burn and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction? No. Site sample status: not received. Batch t81953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There was one wrap attribute defect recorded for the batch - a dead cell (an individual cell not dosed with brine solution; will not heat up). Corrective action included positioning brine pump a4 on the drive shaft gear. The individual cell not dosed with brine did not cause the overall wrap average temperature to be less than the lower wrap average temperature specification. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 07jun2019. Review of complaint description concludes there is no device malfunction. Follow-up (02jun2019): new information received from a contactable consumer includes event details. Follow-up attempts are completed. No further information is expected. Follow-up (04nov2019): new information received from a product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (08nov2019): new information received from product quality complaints includes investigation results stating there was no device malfunction and updated expiration date of thermacare heatwrap. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "caused a burn and blisters". The cause of the consumer stating the wrap caused a burn and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Rsnbly suggest device malfunc? No. Batch t81953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There was one wrap attribute defect recorded for the batch - a dead cell (an individual cell not dosed with brine solution; will not heat up). Corrective action included positioning brine pump a4 on the drive shaft gear. The individual cell not dosed with brine did not cause the overall wrap average temperature to be less than the lower wrap average temperature specification. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per (B)(4), effective: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site in.

Event description:
Event verbatim [preferred term] burns/blisters/burned and blistered in circular patterns beneath the heat cells [burns second degree]. Case narrative:this is spontaneous report from a contactable consumer. This male consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81953, expiration date nov2020, from an unspecified date ("for years") to an unspecified date at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. Consumer developed burns/blisters a couple of months ago from wraps with the lot number t81953 12/28 exp nov2020. He had a remaining wrap from this box. The burns healed. Consumer further stated that he only e-mailed pfizer as he saw that there were other lots recalled for the same reason. He burned and blistered in circular patterns beneath the heat cells; these sites healed without md intervention. The action taken in response to the event of the product was unknown. The outcome of the event was resolved. Product quality complaints provided the following investigation results: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "caused a burn and blisters". The cause of the consumer stating the wrap caused a burn and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Rsnbly suggest device malfunc? No. Batch t81953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There was one wrap attribute defect recorded for the batch - a dead cell (an individual cell not dosed with brine solution; will not heat up). Corrective action included positioning brine pump a4 on the drive shaft gear. The individual cell not dosed with brine did not cause the overall wrap average temperature to be less than the lower wrap average temperature specification. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per (B)(4), effective: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects. Form (B)(4) retain sample inspection form documented the retain evaluation performed on 07jun2019. Follow-up (02jun2019): new information received from a contactable consumer includes event details. Follow-up attempts are completed. No further information is expected. Follow-up (04nov2019): new information received from a product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.